Event description:
Heartware left ventricular assist device (lvad) patient presents with 3rd hospitalization for gi bleeding. Hemoglobin was 4.6 on admission in the setting of international normalized ratio (inr) 3.5. Patient has not been on aspirin due to prior bleeds. Inr was reversed, and 4 units of blood were transfused over the hospitalization. Egd revealed bleeding duodenal arteriovenous malformation which was treated with argon plasma cautery.